Event description:
Approx thirty minutes after the start of a treatment on a meridian hemodialysis machine, the pt experienced a sudden onset of coughing and feeling hot. Foam or air bubbles were noted in the venous line below the drip chamber. It was reported that there was no air detector alarm. The bloodlines were manually clamped and the blood was then recirculated to the pt. The pt was placed in the trendelenburg position and administered oxygen via nasal cannula. The pt recovered. Treatment parameters consisted of 300 ml/min blood flow rate, 700 ml/min dialysate flow rate, 4-hour intended treatment time, and pre-pump arterial pressure monitoring. Pt access: arm fistula.